Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced an infusion set cannula crimped event on (B)(6) 2025. The event occurred on the third day of use. The insertion site was leg. The infusion set was in usefor three days. The patient reported bleeding at the insertion site. The patient replaced infusion sets and resumed insulin successfully. No further information available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. The information in this complaint (B)(4) has been evaluated. The batch 6005939 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 2 and wi guidance for functional testing for complaints area version 2 for the code soft cannula found crimped upon removal from infusion site. Complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Test results: visual test according to wi version 2 on reference samples, 10 samples out 10 samples passed the test. Functional flow test 1 according to wi version 2 on reference samples, 10 samples out 10 samples passed the test. Device history record (DHR) review: the lot 6005939 was manufactured according to the wi version 78 and packaging in the multivac m12, on 12/mar/2024, with a total of (B)(4) units. Assembling: the lot 4b05501 was manufactured according to the wi version 27 assembled in the quickset line, on 12/mar/2024, with a total of (B)(4) units. The lot 4c01175 was manufactured according to the wi version 27 assembled in the quickset line, on 12/mar/2024, with a total of (B)(4) units. The lot 4b05503 was manufactured according to the wi version 27 assembled in the quickset line, on 13/mar/2024, with a total of (B)(4) units. Welding: the lot 4b03347 was manufactured according to the wi version 38 sealing in the machine us05, us06 on 12/mar/2024, with a total of (B)(4) units. The lot 4b03346 was manufactured according to the wi version 38 sealing in the machine us05, us06 on 11/mar/2024, with a total of (B)(4) units. The lot 4c01818 was manufactured according to the wi version 38 sealing in the machine us05, us06 on 12/mar/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 13/mar/2025 against malfunction code soft cannula found crimped upon removal from infusion site and lot 6005939 and no other complaint has been registered in database for the same lot 6005939 and malfunction code. Conclusion summary of the related event: as a result of the following: no defect on tests for reference samples, no harm, no non-conformance (nc) raised during production, no other complaint received on the lot in question and malfunction code. No further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.